Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate the infection was related to the device or the implant procedure.

Event description:
Additional information received indicated the patient experienced a pulmonary infection and it was not related to any abbott devices or the implant procedure. Associated manufacturer report numbers: 2017865-2020-02431, 2938836-2020-01411, 2938836-2020-01413.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with an infection. However, it is unknown that the infection is related to the implant procedure. There is no allegation of malfunction against any abbott devices. The patient was administered medication to resolve the event and the patient was in stable condition. Associated manufacturer report numbers: 2017865-2020-02431, 2938836-2020-01411, 2938836-2020-01413.